Event description:
It was reported that at follow-up, device was found to be below eol. No therapy has been delivered since last follow-up. Patient notifier was not received. Device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested in the automated system; no anomalies were found and the device met all specifications.